Event description:
Spontaneous call; pt called in stating freedom pump is not working, not allowing syringe to fit. Pt has had her last IV infusion and is now starting the hizentra. Home health nurse will manually push for today's dose. No adverse effects noted. No other info or dates provided. Indication: chronic inflammatory demyelinating polyneuritis. Reported to (B)(6) by pt/caregiver.